Event description:
Corrective information being submitted on g 4 aware date.

Manufacturer narrative:
Other, other text: , corrected data: correction g 4 aware date for follow up 07/10/2020.

Manufacturer narrative:
Other, other text: , corrected data: correction g 4 aware date for follow up (B)(6) 2020

Event description:
Corrective information being submitted on g 4 aware date.

Manufacturer narrative:
H3: one cadd solis hpca pump was returned for evaluation. Visual inspection was performed and no damages or cracks could be found. The customer's reported problem regarding delivery accuracy was able to be duplicated. Three separate delivery accuracy tests were performed; at least one test was outside the pump's delivery accuracy manufacturing specifications. The expulsor will be replaced to resolve the issue.

Manufacturer narrative:
Additional information was sent on july 10th, 2020. Revealing accuracy failed during testing and not patient involvement.

Event description:
Information was received that cadd solis hpca pump failed accuracy testing by 21.2ml. There were no adverse events reported.